Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that a fiber break was confirmed, as analysis identified a fiber fracture under the proximal end of the metal cap. It is probable that there was excessive manipulation or bending of the fiber during the procedure and set-up, likely contributing to the fiber body break. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, do not bend the fiber at sharp angles. Damage may occur to the fiber. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Examination under magnification observed a fiber fracture under the proximal end of the metal cap. The fiber was able to rotate independently, proximal to the fracture. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached, aligned and can rotate the fiber. There was no devitrification or debris observed on the fiber tip. The fiber was tested on the hene (helium-neon) test fixture and the aim beam was observed at the fracture location at the proximal end of the metal cap. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that this fiber was utilized to complete the procedure after the first fiber diminished vaporization efficiency. The procedure was completed without patient complications. The fiber was returned and analysis identified a fiber fracture under the proximal end of the metal cap.